Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. Analysis indicated that the mechanical operation of the catheter slitting showed a spiral slit. The mechanical operation of the catheter shaft was kinked/buck. Visual analysis of the lead indicated damage during use. The analyst noted the catheter was returned in 3 pieces. Kinks and spiral slit appeared on the shaft led the catheter to break. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure, the catheter was observed with tearing while slitting. The catheter was removed. No patient complications have been reported as a result of this event.